Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed. The patient experienced oozing from stoma site. On (B)(6) 2017, patient was treated with oral antibiotics flucloxacillin 500mg four times a day. Advise was given regarding the importance of cleaning stoma site daily.